Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on a pt using the inform system compared back to back with a result of 206 mg/dl on the lab system when testing was performed within 10 mins. Reporter stated the pt was given 12 units of novolog after the hi result was obtained on the device. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.